Manufacturer narrative:
A ge rep evaluated the system and repaired the power supply and replaced the foot pedal. The system operates as intended.

Event description:
The customer reported the system displayed a generator error and the foot pedal is broken. No pt injury was reported.